Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(6), ubd: 29-oct-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an impedance issue and a connection issue on contact 7 of the lead 3777-45 1x8 std w/o perc 45cm. Exact value unknown. Impedance issue and connection issue on contact 7. "Do not use." The patient's previous programming did not use that contact for therapy, allowing for the same stimulation as before without replacement. Troubleshooting steps included wiping off the lead, re-seeding it multiple times, and trying different ports in the battery, but no change was observed. Therapy was programmed while avoiding the problematic contact. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further informationas they become aware.